Event description:
Swelling at injection site; induration at injection site; redness at injection site; report received from a physician in 4/2005, regarding a pt with no known allergies and no history of autoimmunie disease, who received injections of hylaform in 2005 to the left upper and lower lips. In the next day, the pt experienced swelling and induration on the lower left lip, and light redness in the left corner of the lower lip. In 5 days later the pt experienced induration on the lower right lip which had been treated with hylaform in october and novemenber (year not specified). The pt was treated with nimelsulide oral non steroidal anti-inflammatory drug, promelasi (enzyme), and corticosteroids. The events were assessed as probably related to the use of hylaform. Investigation results: production and quality control documentation for lot # r04071 were reviewed. The investigation showed that the product met specifications at release and no associated non-conformances were noted.